Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient had continued to get a message in programmer or transmitter? It says to contact manufacturer/ message showing on the screen says system program rm05, cannot continue, please call manufacturer. It also gave a message that the battery of the programmer/charger need to be replaced. They have not been able to get a full charge on their implanted battery. It will only charge up to 30 percent, which isn't sufficient for a maximum pain relief when travelling out of country. Patient was currently on a cruise. Patient called and repeated information previously submitted via email; ongoing issue with replace controller batteries soon message, specifically when trying to charge the ins - rm05 was also noted in the email but did not come up while on the call. Patient confirmed the controller battery was still charging to 100% from ac power without issue, and no visible damages were noted from the controller battery compartment, port, recharger plug, nor cord. Agent walked patient through reset with ac power; green light was flashing on controller after screen powered on and battery had been reinserted. Patient noted the ins battery was low and needed to be recharged. Agent had patient clean connections of controller port and recharger plug and attempted to charge the ins again. Almost immediately, they saw the message to replace the controller batteries again. Agent reviewed information about the message and sent request to repair for replacement recharger. Patient was on a cruise and requested shipment of the recharger to an alternative address (also provided in original email). Agent closed case. Follow-up hcp on file was confirmed. Pt called for tracking information. Agent reviewed and emailed tracking. Case re-opened due to email response; patient confirmed receipt of email sent by agent. No further action required, agent closed case.